Event description:
Customer uses allergard-surgical gloves mfg by johnson & johnson. In contact with simplex bone cement these gloves melt. There was no adverse consequence for the pt/health care provider of delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: this event is not attributed to the howmedica bone cement but rather to the johnson & johnson allergard synthetic gloves.